Manufacturer narrative:
No conclusion can be drawn. No evaluation was performed, as the device was discarded. The user manual contains the following warning ¿do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff. We will continue to track and trend this complaint type. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one of the bits to the midas rex drill broke off as it was being used. The broken tool was disposed by the staff. No patient impact reported. On follow-up, it was confirmed with the hospital that there was no patient or staff impact. It was also reported that an x-ray procedure was done to verify if there are any remaining pieces of broken tool and it was confirmed that there is none left in the patient.